Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 15 minutes of treatment with polyflux 170h, the patient experienced hypotension, itch and a rash with angioedema. The patient was given hydrocortisone (intravenously) and adrenaline (intramuscular injection). The treatment was stopped, and subsequently was performed the next day. The patient used this dialyzer for the first time and had no history of allergies. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photograph was provided for the evaluation and it doesn¿t show the reported failure; therefore, a detailed investigation cannot be performed. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.